Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured 46.5 cm distal to the is4 connector pin, which is assumed to be the root cause of the observed high pacing impedance. The fracture most likely occurred due to mechanical stress in the implanted state. Furthermore, damages into the insulation were found, which probably resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted after patient had atv accident. There was a spike in impedance after accident. Doctor elected for new lv lead. No adverse patient events were reported. Should additional information become available, this file will be updated.